Event description:
Info received indicates a hill-rom tech was contacted by the facilities engineering regarding a pt that fell out of the bed and was injured. The complainant stated that the bed exit did not alarm on the bed. Hill-rom contacted the accounts risk manager who stated the pt had multiple disease and was expected to pass away, but didn't know if the fall contributed to the cause of death or if it was due to being terminally ill. Because the pt was terminally ill, the facility did not perform an autopsy.

Manufacturer narrative:
Upon initial inspection, when the tech first plugged in the bed, the bed exit alarm sounded continuously. His sidecomm tester indicated that a nurse call signal was being sent and there was audio through the siderail speaker. The tech then turned the bed exit alarm off to begin testing the bed exit sensors. He found that after removing weight from the bed with the bed exit system set, the bed exit would not alarm. He isolated the issue to the bed exit sensor strip and replaced the sensor strip to repair the bed. The tech performed a function check and found all systems were operational. The sensor strips run horizontally between the mattress deck and the mattress. When a pt's weight is removed from the mattress, the sensors send a time-delayed electronic signal to the nurse's station (if sidecom equipped) and can be set up so that a signal will sound in the pt's room to indicate that the pt has left the bed. The bed exit system is intended as a reminder, not a restraint device.